Event description:
A customer in (B)(6) contacted customer service regarding high glucose readings using a contour meter. The customer alleged that contour would typically read 4-5 mmol/l higher compared to another meter, especially if the contour reading was more than 10 mmol/l. Depending on the actual readings (i.e. 11.0 vs. 6.0 mmol/l or 10.5 vs. 5.5 mmol/l), the difference between could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The country was advised to return the test strips to the us for eval.

Manufacturer narrative:
In some countries outside the u.s, customer info is not provided due to privacy laws.